Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a percutaneous catheter myocardial ablation procedure. During the faradrive insertion, air ingress was noticed inside the sheath. The procedure was successfully completed using a replacement device. No patient complications were reported. No leak was noticed. No air was seen in the patient. Infusion pump at the rate of 20ml/h was used for irrigation. The product was disposed of at the facility and will not be returned for analysis.